Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: a 76-year-old female undergoing high-risk percutaneous coronary intervention (hrpci), scai stage c, was supported with an impella device inserted via the left femoral artery using a percutaneous approach. During explant on (B)(6) 2026 at 13:41, the fellow physician attempted to remove the impella while the companion sheath remained in place, applying excessive force. This resulted in the peel away sheath cracking down the center. The event caused bleeding requiring manual pressure, removal of the damaged sheath, and transfusion of one unit of prbc. The patient tolerated the event without long term complications and survived the procedure. The bleed was managed appropriately, and no additional interventions were required beyond sheath removal, pressure application, and transfusion. The event appears associated with excessive force during device removal rather than an inherent device malfunction. These complications are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Bleeding is a foreseeable risk due to vascular access and anticoagulation requirements and is documented in the instructions for use (IFU).

Manufacturer narrative:
D4 serial number and expiration date updated. G1 manufacture site name and address corrected. H6 medical device problem code a24 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed / pd-any device-(crack) / access site adverse event: the cause of the sheath crack and bleed at the access site was most likely use related because the pump was attempted to be remove with the companion sheath still in the introducer and excessive force was applied. Product was not returned.